Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacture documents: 3006705815-2021-00769. It was reported that the patient leads had migrated resulting in ineffective stimulation. It was noted that the patient has sustained multiple falls. As result, the leads were repositioned on (B)(6) 2021 and therapy was restored post-operative.